Manufacturer narrative:
(B)(4). Section d4: lot number details and date of expiration details were not received from customer. H4: date of manufacturing is unknown . Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr414 optiflow junior 2 nasal cannula was detached from the connector end (swivel grip). There was no reported patient consequence.

Event description:
A healthcare facility in the netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr414 optiflow junior 2 nasal cannula was detached from the cannula end. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Section d4: lot number details and date of expiration details were not received from customer. H4: date of manufacturing is not provided. Method: the subject device ojr414 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph(s) provided by the healthcare facility and our knowledge of the product. Results: a picture was provided by the healthcare facility to show how the tubing of the subject device would have disconnected from the cannula end. Conclusion: based on the evaluation of the information provided, the reported event could have resulted from the cannula being subjected to excessive force. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded.samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the subject device ojr414 optiflow junior 2 nasal cannula m show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient."